Manufacturer narrative:
The device was explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol while implanted. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. In this case, the longevity changes were due to the automatic capture circuit detecting a condition that caused the device to calculate a post-ert suspension voltage of 5.0v instead of 3.5v. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri and eol earlier than previously estimated.

Manufacturer narrative:
The device remains in service, pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) battery status earlier than expected. At a recent interrogation, the remaining longevity was one to two years available. It was noted that automatic capture (ac) had been programmed on, and the device was in retry mode with a suspended output of 5 volts. Boston scientific technical services (ts) discussed ac and suggested they review the daily measurements. A replacement procedure was planned. No adverse patient effects were reported.